Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: concomitant medical products and therapy date detail of product: item number 01.00185.146 , item name head adapter m/0 12/14-18/20, lot # 2433314 . Item number 01.00181.440, item name metasul large diameter hd 44/j, lot # 2398786. Item number 00000002843, item name alloclassic sl stem 3 12/14, lot # 2418999. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008 as referenced above in h7 and h9. Should additional information become available and or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4)>

Event description:
In addition to the report . The patient undewent revision surgery due to elavated metal ions, loosening and fluid collection.

Manufacturer narrative:
Concomitant medical products: no associated products reported . The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to pain.